Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "as rn was drawing mtx level, blood started leaking from port tubing. Rn clamped tubing and found a hole at the bottom on the tubing connected to the port. Rn proceeded to de-access the patient." What type of catheter securement was utilized? Powerloc max 20gx0.75 in with a centurion 4x4 dressing.